Event description:
Customer called with elevated bgs. Had disconnected from pump and was on manual injections. Device was programmed correctly. Rotation test performed and made complete turn but nothing exited.